Event description:
The healthcare provider reported injecting smooth into the temples of a patient. The patient experienced lumps. The lumps persisted and the product was dissolved.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling complaint numbers: (B)(4).